Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the setscrew on the right ventricular port could not be tightened. The device was not used and a new device was implanted. The patient's condition was good post procedure.